Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys locked up and was intermittently unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.